Event description:
Additional information was received from the manufacturer representative (rep).in the intensive care unit the patient was monitored for chest pain and heart rate. Chest pain is better now. Stim is back on and being utilized as normal and patient is receiving pain relief.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The patient has a medical history of strokes, heart illness and chest pain. It was reported that the patient was recharging his implant battery after allowing it to go empty overnight. He says he received a very strong shock around his chest area and he felt weak from it afterwards. The patient stated that the chest pains occurred since the shocking episode. They called the rep to share the story of what had occurred.  The rep recommended keeping the stim turned off for a few hours and see how he felt. If things were the same or worse I recommended the patient go to the ER. Several hours later I received a phone call from his wife stating he was on the way to the hospital from having chest pain. The rep indicated that they visited the patient in the intensive care unit (ICU) this evening and interrogated the system. The rep found that group a program they were using was set at 11.0 ma. After listening to the patient's explanation of today's experience the rep asked the patient what the intensity level they usu ally used group a at. The patient stated that they always had it set between 1.0 and 2.0 ma. The rep shared that they found it set at 11.0 ma upon interrogating their device and that they believed that was why they felt the heavy shock earlier. The patient did not know how the intensity reached to such a high level, but understood how this was potentially why they were "shocked". The rep also indicated that they interrogated the device and found that the connectivity and impedances were good. It was indicated that they performed this in the evening on (B)(6). The issue was not resolved at the time of the event.